Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(4). The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information was received that patient did not charge the ipg as recommended and the ipg became inoperable. As a result, the patient underwent surgical intervention to explant and replace the ipg.